Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer noticed a strong smell of insulin and the blood glucose was running high. The customer also noted condensation in the reservoir compartment. No further information was provided.